Manufacturer narrative:
(B)(4). The customer initially reported the device was discharging by itself in the AED mode. The issue was clarified as the device auto disarmed in the AED mode due to a loose manakin connector during testing giving a poor ECG signal. There was no pt involvement. The device was evaluated by the hospital biomed. The customer has confirmed the issue to be a loose manakin connector and no malfunction of the device. The device passed all testing and was returned to service.

Event description:
The customer initially reported the device was discharging by itself in the AED mode. The issue was clarified as the device auto disarmed in the AED mode due to a loose manakin connector during testing giving a poor ECG signal. There was no pt involvement.